Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filled. No conclusions can be made at this time.

Event description:
The pt's mother reported that there was no power to the pump. She reported that the battery cap was secure to the pump. When the battery was replaced and the battery cap was tightened, the power was restored to the pump. The pump history did not reveal any low or replace battery alarms.